Event description:
Motor vehicle accident pt airlifted to hosp with diagnosis of closed head injury. Intracranial pressure (icp) increased, started on thiopental 9-25-00. Continued to have problems with increased icp. Lumbar drain placed. Nitrous oxide and "pa" catheter placed. 9-00 icp continued to increase and the pt was made a do not resuscitate. The pt's pupils were fixed and dilated and icp increased to 80 on the following day. A cerebral blood flow test showed no flow.